Manufacturer narrative:
As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on september 02, 2020 to provide a repair reduction and education to the facility¿s staff. The ess reported that during an on site customer visit the facility¿s reprocessing practices were discussed and the customer reported that leak testing is not performed as there is no leak tester on site. Further discussion, found that the scope were stored in hangers at the end of the counter and not in a vented cabinet. The ess observed two tubes of disinfectant which are used to disinfect the insertion tube and not the scope in its entirety. The ess also, reported that the rinsing and drying of the scope post disinfection is not in accordance with manufacturer¿s recommendation. The device was not returned to the service center for evaluation. A review of the instrument history was performed and found no service/repair record.

Event description:
The service center was informed that the user facility is improperly reprocessing two of its cystoscopes. The scopes were found to have multiple broken fibers and stains on the lens. There was no patient infection reported. This is 2 of 2 reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The user facility was contacted to determine if they required any additional support from olympus. The contact at the user facility responded that they were fine and that their processes are being changed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause of the reported issues is likely human error and failure to follow the instructions for use (IFU): "after pre cleaning, perform leakage testing on the endoscope to ensure that it is waterproof."